Event description:
It was reported by the sales rep that during a colostomy closure, the gripping surface was damaged when a nurse intended to remove the cartridge from the device. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge damaged. The analysis results found that the ntlc75 instrument was received in good visual condition and with two cartridges reloads present. The cartridge reload (b) was received unfired and with the swing tab in the unlocked position with the right gripping surface damaged. The cartridge reload (c) had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and the cartridge (c) was loaded into the device for functional testing. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. Although, no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at final. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.